Manufacturer narrative:
Corrected data: b1: should be corrected to adverse event. B2: should be corrected to required intervention to prevent permanent impairment/damage. H1: should be corrected to serious injury. H6: codes 2199 and 3189 should be omitted for correction. H6: codee 4627 should be added for correction. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -7.50/1.5/113 (sphere/cylinder/axis) implantable collamer lens into the patient's eye. It was reported that the lens flipped when inserted into the patient's eye. It was removed. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).